Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available in the future it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right total knee revision due to pain and instability. Poly exchanged. Size 3-9 cr replaced with 3-11 insert.